Manufacturer narrative:
The customer¿s report of an incorrect pressor medication infusing was not confirmed. Analysis of the pcu event log shows that the user attempted to infuse norepinephrine 8mg/250ml four times. The first was at 7:24 am on (B)(6) 2015 on pump module s/n (B)(4). The other three were at 8:55 am, 9:22 am and 11:15 am on (B)(6) 2015 on pump module s/n (B)(4). Each time the user cancelled or did not complete the programming and the infusions were never started. There was a discrepancy noted for patient weight ((B)(6)) reported previously by the customer and the patient weight ((B)(6)) entered to program the device. Keypress replication was performed by loading the customer¿s dataset (stemc mar 3 2015 ds.gre) on to a test pcu unit. The pcu and a test pump module were then used to replicate the key presses found in the returned pcu event log. The root cause was not identified. The pcu event log shows that programming of norepinephrine was attempted four times but the programming was never completed and the infusions were never started. No devices were received for investigation.

Event description:
Insulin was also infusing intermittently during this event.

Event description:
The customer reported that a patient was ordered a phenylephrine continuous infusion and it was later discovered that norepinephrine (8mg/250ml) was being infused. The pharmacist reported that there was no patient harm as both drugs are titratable pressors and the norepinephrine was titrated to maintain the patient's blood pressure. The pharmacist does not know if the pump was programmed in the guardrails drug library to infuse norepinephrine or phenylephrine. In addition, the pharmacist does not know how many days this drug error went unnoticed as there was no documentation in the medication administration record (mar) specifying which pressor drug was infusing. The drug error was discovered on (B)(6) 2015 at 0630 shift change.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.